Event description:
It was reported that during a device change out due to eri, externalized conductors were noted on the right ventricular lead. The lead exhibited no electrical anomalies. The lead remains implanted, and the patient was in good condition following the procedure. Based on the review of the fluoroscopy images provided to st. Jude medical, the conductors do not appear to be externalized.